Event description:
Event description guidant received information that the patient with this pacemaker had a syncopal episode. It is reported she had no injury as a result of this, she was sitting at the time. The sudden bradycardia response(sbr) lower rate limit was programmed to 60 bpm. There was no sbr stored in logbook. This is a young patient who has atrail activity 27% of the time. The feild representative spoke with technical services for troubleshooting. The lrl will be changed from 60 bpm to 50 bpm, to provide more atrial sensing. There was no adverse effects to the patient from passing out.